Event description:
The doctor noticed taht the tyvek paper covering the thermoform packaging containing the device was partially peeled away from the thermoform. The device did not come into contact with the patient.